Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6) section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted from the patient's left eye due to experiencing disturbing halos. The explanted lens was replaced with a den00v model lens with serial number (B)(6). The explanted lens was discarded. The surgery went very well, and the initial vision with the eye is very good. The patient is being monitored. No further information provided.